Event description:
Started feeling sick to my stomach all the time and throwing up no matter what I hate or drink... 2 weeks before I would get my monthly I would have excruciating cramping and stabbing pain in my stomach, lower abdomen pain never went away it would shoot into my hips and legs leaving me weak, I had lower back pain for weeks at a time and could barely get out of bed, I sit or moved a certain way I would be in pain, the migraines were worse and I had no appetite most days, I had heavier and longer periods with blood clots sometimes I would get it twice in 1 month, I started to get a rash under my chest that was itchy and sometimes it hurt I still have it, also developed a rash near my arm pits on both arms, I've had 3 sore throats back to back as well, swollen feet and fingers, and weight gain as well as weight lost.